Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the field service representative (fsr) this defective cable would affect the functionality of the cpg pressure alarm. The user facility was not using pressure tranducers on the cpg monitor. The fsr completed the pm. The fsr returned to the user facility and replaced the cpg cable and tested. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the cardioplegia (cpg) pump communication cable connected to the base that gets plugged into the roller pump, the head of the cable came off. This unit is a back-up to another back-up unit, and has not been used in a while. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.